Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl.

Event description:
Regulatory agency reports right side recurring, late-onset seromas. A puncture was performed under ultrasound, followed by cytology testing. Histopathological markers alk- and cd30+ were provided. The culture was also positive for staphylococcus epidermis. Bia-alcl was diagnosed. Device explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Regulatory agency reports right side recurring, late-onset seromas. A puncture was performed under ultrasound, followed by cytology testing. Histopathological markers alk- and cd30+ were provided. The culture was also positive for staphylococcus epidermis. Bia-alcl was diagnosed. Device explanted.